Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The device evaluation is still in-progress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that there was a line in the image while checking the endoeye flex deflectable videoscope before the start of the procedure. After the scope was turned off, unplugged, wiped, and reinserted, the image was restored, and the scope was used for the procedure. During the middle of the procedure, the image disappeared. The procedure was completed using another scope. There was no report of patient harm or injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the imaging disappearing was unable to be reproduced. It was confirmed that there was foreign material adhering to the electrical contacts of the video connector. Although the event was unable to be reproduced, the event was most likely due to the communication state between the electric contacts of the video system center and the electric contacts of the video connector becoming temporarily unstable due to the foreign material on the electric contacts of the video connector. It may also be caused by the foreign material becoming adhered to the system and communication becoming unstable since there is the information that the image disappeared even if the scope was removed and wiped. Olympus will continue to monitor field performance for this device.